Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using sphere 9 catheter, ventricular fibrillation occurred while creating lesions at the cavotricuspid isthmus (cti) line. Four radiofrequency lesions were delivered on the cti line, and each lesion induced ventricular fibrillation. The patient had an implantable cardioverter defibrillator. The lead was reported to be draped over the cti line, making it difficult to avoid proximity during ablation. Ventricular fibrillation occurred even when attempts were made to use the coronary sinus (cs) catheter to displace the lead off the cti line. Imaging also showed distance between the catheter sphere and the lead. Coronary sinus (cs) pacing was done to restore the sinus rhythm. The case was completed. No further patient complications have been reported as a result of this event.